Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/23/2020. H3 device evaluation summary: it was received for analysis an opened box with thirteen unopened samples of product code w9918, lot ah2488. The complaint sample was not returned for analysis. During the visual inspection of the thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of device issues captured in reports 2210968-2019-90960 and 2210968-2019-90961. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *how many devices failed during this single procedure? *device return status/follow up?

Event description:
It was reported that the patient underwent a hemorrhoidectomy procedure on unknown date and the suture was used. The needle disconnected from the suture while suturing during surgery. There were no patient consequences reported.